Manufacturer narrative:
Testing and investigation found the device did not detect proximal occlusion. This was due to a bent pin on the middle printed circuit board. The bent pin caused the proximal sensor signal to be interrupted, preventing the device from detecting the proximal occlusion. Visual examination also found the tamper proof label that covers the case screws had been cut open. The broken pin possibly occurred when the device was opened in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device did not detect an occlusion when tubing proximal to cassette was clamped. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.